Event description:
It was reported that failure to sense was observed on the right ventricular (rv) lead. The new rv lead was mapped for r waves but there were no acceptable measurements. The r wave was low. The new rv lead was not used and was exchanged. The issue was resolved by plugging the chronic left ventricular lead into the right ventricular is 1 port of the device. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were noted. The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.